Manufacturer narrative:
Ulin pump failed prime test alarm test seating test due to faulty force sensor. Pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. Pump was monitored. No unexpected low battery, weak battery or out battery out limit alarms noted. All operating currents tested within spec range. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and motor error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.